Event description:
It was reported by fst during maintenance that cs300 intra-aortic balloon pump (iabp) reported check and replace parts (safety disk and pressure transducer). No patient involvement.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and replaced the safety disk and pressure transducer. All functional and safety test performed. The unit can be returned to clinical use.